Event description:
It was reported that the handpiece stopped working during surgery. The surgery was delayed over 30 minutes, but no adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not been returned yet. Arthrex will continue to investigate this issue. A follow up report will be submitted with any significant information obtained from the investigation.